Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, conclusion),h11. It was reported that an unknown intra aortic balloon (iab) unit kept loosing helium and had error gas fault alarm. No harm or injury to the patient was reported. Gas loss in iab circuit alarms confirmed in the alarm logs. No fault found with iabp when exercised on a patient simulator and all pneumatic leak tests passed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9, h3, h6 (medical device problem code and type of investigation).

Event description:
N/a.

Event description:
It was reported that an unknown intra aortic balloon (iab) unit kept losing helium and had error gas fault alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).